Manufacturer narrative:
(B)(4). A maquet field service technician will investigate the unit. After the investigation results becomes available a supplemental medwatch will be submitted.

Event description:
"At the end of de-airing, when out temp of main circuit came close to set temperature, "water flow low" and "water flow too low" alarms occurred. Same alarms occurred when starting circulation." (B)(4).

Manufacturer narrative:
The maquet technician investigated the unit and found that the flow sensor was defective. He replaced the part. He checked functionality and also leak tested. All checks passed and the device was returned to the customer in working order. The fault was found at the startup. There was no patient harm or injury reported.

Event description:
(B)(4).